Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a valve that their physician thought was giving them low pressure when it wasn't designed for it. It was stated they have had a headache like no other for over a month, and the shunt was over 20 years old.